Event description:
Staff nurse heard dialysis machine alarm sounding and attempted to pt. Noted high venous pressure and line almost completely out. No pt injury. Treatment terminated, no rinse back performed. Pt transferred to king's college for review and complete removal of line.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.